Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for a short time due to high blood glucose readings of 500 mg/dl. The customer was treated with insulin. It was reported that the insulin pump was reading lower, but the blood glucose was actually much higher. The customer was having issues with the transmitter and no longer trusted it. The customer agreed that the insulin pump was working as it should. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.